Event description:
It was reported that on (B)(6) 2013, while performing an acl reconstruction, the surgeon had a 7x23mm biocomposite acl screw (ar-1370c) break during insertion into the femur. The graft being used was an autograft, patellar tendon. Prior to inserting the femoral screw, a notch was performed and he dilated the space of the notch with a pencil dilator, then tapped with the corresponding 7mm tap. The distal end of the screw (10mm) remained in the femur while the more proximal portion was removed with the screwdriver. After assessing the fixation, the surgeon decided to leave the distal end of the screw in as he felt that it was adequate and that any attempts at replacing it might do more harm than good and impact graft integrity. The issue caused a minor delay in surgery but no patient injury occurred. The surgeon plans on normal patient follow up and rehab as he was confident in the fixation.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Proximal part of the interference screw was returned. Screw is broken off approximately 3 threads from the proximal end. There is no damage to the hexalobe at the proximal end. Remaining threads on the returned device do not have any visual nonconformance. Complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel, prying or leveraging while still loaded, improper bone preparation or flexing the joint during insertion. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.